Event description:
It was reported that an angio-seal was selected for use after treatment for a left iliac occlusion. An 8f angio-seal vip was placed in both the right and left common femoral arteriotomies. Hemostasis was immediately achieved despite the fact that the patient had received 5000 units of heparin, 325mg of aspirin and 300mg of plavix during the procedure. The patient ambulated two hours after the procedure and was discharged approximately three hours later. That evening, the patient presented to the emergency room with a large egg-sized hematoma in the right groin. Bleeding was visualized on a CT angiogram and manual compression was applied for an unknown length of time. The hematoma was then resolved. The patient was admitted to the hospital for observation. The next morning, an ultrasound was performed and the bleeding and hematoma were resolved. The patient was discharged with no lasting effects.

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or a hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses. The angio-seal device patient's information guide, which the patient is instructed to carry with them for 90 days states some bruising or discomfort is common during the healing process after intravascular procedures; however, if any of the following symptoms are experienced the patient is to contact their physician immediately at the number listed on their patient information card: fever, bleeding, persistent tenderness in the groin or swelling, redness and/or warm to touch, numbness, tingling or pain in the extremity when ambulating, rash, wound drainage, or any other unusual symptoms.